Event description:
It was reported that a solution bag had become disconnected from an automated pd set, with cassette. This occurred during peritoneal dialysis (pd) therapy, while the patient was connected to the homechoice device. The patient stated that one of the bags had become disconnected during the night. During setup the hp had observed that the bag was loose and was not tightened properly. The patient noticed nothing wrong with any of the other supplies. There was patient involvement, however no adverse event was reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The cause of the disconnection was a user error. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. This instructs the user to check all disposable set connections for a secure fit before beginning therapy. The guide also provides step-by-step instructions for connecting the solution bags. A labeling review of the product family will be performed. Should additional relevant information become available, a supplemental report will be submitted.